Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: blood pumpadditional text: pneumatic lead fracturespecific component(s) involved: other component malfunction, specifyadditional text:other component: pneumatic lead fracture-lvadcausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of pumpother intervention :implant device type: lvadmalfunction device type: